Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced to restore functionality. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the monitors of the navigation system lost display functionality. It was reported that there was no signal. Restarting the navigation system restored functionality for a subsequent procedure. It was reported that the navigation system then lost display functionality after the procedure. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
The suspect computer was returned for evaluation. The reported issues could not be confirmed. There was no fault found with the device.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.